Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the patient needed an unplanned vitrectomy during the initial surgery and had to have a corneal suture.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the iol was injected like a torpedo into the eye and the patient experienced a capsular rupture. The lens did go into the bag and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer stating simple continuation despite this rupture of capsule. Review one (1) month after the incident: and patient has centered implant and fundus. The patient is stable and has been referred back to their ophthalmologist.